Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is showing low reservoir. However, the reservoir is showing that it is half way full. Customer's blood glucose levels were not included in the report. Nothing further was reported.